Event description:
The device was returned for mechanical hardware failure. Issue was unable to be reproduced. However, device logs indicate variable resistor motor failures. Electrical conductivity tests were performed and showed normal results going into the power entry pcba and main pcba. Frm pcba was swapped and device was able to pass functional test. The loading pins had a slight contamination; they were cleaned and the lip seals were replaced. The retaining plate had some corrosion, it was also replaced during investigation. Additionally, the screw bosses to the main pcba from the front housing are broken. Also, the lever handle has a slight bend near the end and there are multiple chips and scratches in the paint of the handle assembly. This device falls under the spring cage and set ID recall. The customer reported complaint was confirmed.

Event description:
The following has been reported: customer reported: pump: (B)(6) on (B)(6) 2024 we need to check for over infusion, set issues, and pump issues cassette lot# not provided charge nurse reports: pump problem alarm. No patient harm reported. Pump was infusing and it alarmed; infusion did stop. A preliminary review of the logs identified the following issue: mechanical hardware failure (vr assembly) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.